Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As part of our investigation, we made an effort to check the reprocessing practice of the user, and information was obtained. The user reported that the device had been reprocessed with a non-olympus automated endoscope reprocessor model wassenburg, using disinfectant endo sept pac based on paa. The exact cause of the reported phenomenon could not be conclusively determined. However, we presume it is unlikely that the reported phenomenon was attributed to the subject device because there was no report on abnormality of the subject device and the microbiological test result after reprocessing by olympus france cleared the french guideline.

Manufacturer narrative:
The device was returned to olympus (B)(6). (B)(6) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels, and the distal end of the device. The testing result cleared the (B)(6) guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, following microbes were detected from the sample collected from the device. Unspecified channel: serratia marcescens and klebsiella pneumoniae (the total is 150 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.